Event description:
The pump was returned for service with the report "turns on and off by itself". No patient injury has been reported. Information was not provided regarding whether or not the device was in use when the reported situation occurred. Attempts were made to obtain extra information regarding patient status, medical intervention, age of patient and the medication involved but no additional details are known.